Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that there was a possible infection at the implantable neurostimulator (ins) site and that it was very swollen. The patient was in ER the night prior to the report, and was now hospitalized and had a CT scan but they would like to get an MRI but the implantable neurostimulator (ins) was depleted so the patient could not get into the MRI mode. The patient had difficulty charging at post-op visit on monday (B)(6) as there was some swelling at the ins site and was covered in gauze but once patient got home they were able to get coupling bars. The ins was very swollen at the time of the report and could not get any bars to charge but could communicate with the ins. They tried to do the antenna locate (al) and got 76 but no bars and could not feel edges of the ins. There was a fever. It was unknown when the symptoms actually started, at post-op appointment besides normal swelling the surgeon stated that everything was good and patient was fine at that time. It was reviewed options to vouch for patient's MRI eligibility or that they could try and charge with 0 bars to try and get enough charge to put the device into MRI mode. On (B)(6) 2016 the rep noted that the infection was of unknown origin. The patient was sent home with a pic line and antibiotics. The system was still in place. The patient was currently only able to get two bars and as of now there were no plans to revise due to lingering infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.